Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Due to the broken conductor wire the electrical continuity test is not required. Root cause of this failure is attributed to a component failure. Additional finding not reported by the site: the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.046 x 0.135 which was not returned for failure analysis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.039 - 0.124 in length and were not aligned with the tube axis. Root cause of these failures is likely attributed to mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the pk dissecting forceps was observed to having an exposed wire. There was no report of patient involvement.